Event description:
The alarms on the bivad sounded and "e" was displayed on the console. The pt's bp immediately dropped so the patient was put into trendelenberg. A second staff member turned off the nipride and turned on the levophed. The doctor immediately began hand-pumping the hand-pump bulbs. The bp was 120/systolic 1 minute prior to the alarms,and went to 56/systolic, then to 80's/systolic in less than 2 minutes. The vad was replaced. Pt had "flash pulmonary edema" at time of the alarm, but it was treated and resolved. It is not known if the failure had a causal relationship to the pt's condition. Note: staff did smell a burning smell coming from the device at the console area. On 9/05 a thoratec support specialist came to our facility and determined the ups in the vad was bad. That ups provides power to the upper and lower module compressors. The ups is scheduled to be replaced.